Manufacturer narrative:
(B)(4). Date sent: 09/16/2010.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The devices are leaking. It is unknown at this time how the case was completed. It is unknown if there was any patient consequence. The device was discarded.